Event description:
Caller alleged discrepant inratio precision data. Lot for inratio meter results: date: 2009, 1st-inr: 7.9, 2nd-inr: 3.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot for inratio meter results: date: 2009, 1st-inr: 7.9, 2nd-inr: 3.6. Inratio: mean: 5.8, sd: 3.0, %cv: 52.9. The 52.9% cv is more than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when meter is returned. The meter and strips are not expected to return. No further investigation is required at this time. No investigation possible without that information. No corrective action is required, as no product deficiency was established.